Event description:
Device issue: bent - exchange sheath splitter. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, before inserting the clip applier into the exchange sheath, the operator believed that the exchange sheath splitter was bent at a 45-degree angle. The exchange sheath was removed and manual compression was applied to achieve hemostasis. There were no reported adverse pt effects. Though requested, no add'l info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not compelte.